Event description:
The event is reported as: the customer reports that a pt needed oxygen in an emergency situation. The oxygen was connected to the aquapak. The pt began to de-saturate significantly below 80%. The aquapak did not bubble. A new aquapak was used and the pt regained consciousness. Intervention: a new aquapak was obtained for the pt.

Manufacturer narrative:
A visual, dimensional, and functional inspection of the product involved in the complaint could not be conducted since the product was not returned for eval. A device history record (DHR) review was conducted for lot number 600127. Review of the manufacturing event log shows no issues that may have contributed to any quality issues reported. All process parameters were within specification. All in-process qa inspections were acceptable. No sample returned from the customer to investigate. Complaint not confirmed. Root cause - unknown. Teleflex will continue to monitor feedback from the customers on issues related to aquapak with no bubbling upon connecting to an oxygen source.